Manufacturer narrative:
The event unit was not returned to applied medical for evaluation, and the lot number was not provided. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Procedure performed: lap right hemi. Cliped ileo colic with lapra clips. Divided between them with voyant. Venous bleeding from far side of the vessel. Attempted to stop it laparoscopically but unable to do so. Converted the case to open. Additional information received from applied medical representative, 8 march: when dividing between the clips, the voyant was used for sealing via activation (before cutting) and it worked fine on mesentery. The size of the vessel that was bleeding was 3mm - ileocolic. The voyant was used to seal this vessel. Could have potentially been a visual problem of the entire vessel not been sealed or a hidden vessel behind which may have caused the bleeding. After conversion to open, sutures were used to control bleeding. Intervention: converted to open surgery. Patient status: discharged.

Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow-up report will be sent once the results have been analyzed.

Event description:
Procedure performed: lap right hemi. Cliped ileo colic with lapra clips. Divided between them with voyant. Venous bleeding from far side of the vessel. Attempted to stop it laparoscopically but unable to do so. Converted the case to open. Intervention: converted to open surgery. Patient status: discharged.